Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads. Cracked lcd window, cracked reservoir tube lip, cracked case display window corner and stained address or serial number label. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at reservoir compartment and o ring and plastic guard was missed. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.